Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that at the pre-discharge check there was intermittent capture on the right ventricular (rv) lead at 7.5 volts due to a lead dislodgement. It was noted that the patient admitted to taking his arm out of the sling to sleep. The output was reprogrammed to maximum and the patient was discharged per the physician's request. The patient will be scheduled for a lead revision procedure in the future. The rv lead remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed where the rv lead was successfully repositioned. No additional adverse patient effects were reported.